Event description:
It was reported that during equipment testing at the manufacture facility , the cord to the device was determined to be cut in half with exposed copper wire. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.